Event description:
From staff: steris needle was leaking at the connector while in use for procedure. Patient came in for endoscopy procedure, during procedure a steris needle was deployed for use with a lifting agent. Once deployed the needle was found to be leaking at the connection site. Needle was sequestered and new needle was deployed, procedure was completed without incident.